Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump notified that a continuous infusion of precedex, primary infusion (titration order with an unknown rate and vtbi of 100ml). Was complete, but nothing had been delivered. This occurred in the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "the pump notified that a continuous infusion was complete, but nothing was delivered" was reproduced. The evaluator found the pump to deliver, however during flow accuracy testing the pump under-delivered. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the mechanism. The mechanism requires replacement to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.